Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading between 350 mg/dl and 450 mg/dl at the time of incident. Customer's current blood glucose reading was 58 mg/dl. Customer stated that the insulin pump was not working. Customer stated that contacts on the battery cap was damaged. The insulin pump will not be returned for analysis.